Event description:
It was reported that during implant attempt, the lead would not advance. The physician removed the lead and found the insulation of the lead was squashed. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the outer insulation was torn. It was noted that the defibrillation coil was distorted, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant. Analyst visual comment: photograph taken of distorted svc exposed defibrillator conductor, torn insulation also found. Damaged at implant.